Event description:
It was reported that the device had an electrical reset following radiation therapy. The reset was cleared and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two power on resets for critical ram parity error, addr=1e18, data=01 on (B)(6) 2012 and addr=0ef8, data=08 on (B)(6) 2012. One patient alert for device circuit error on (B)(6) 2012.